Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was evaluated and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience.

Event description:
The hospital staff reported during a procedure, when the scope was inserted approximately 20 cm., they heard snapping and crackling just before the image went out. The physician made no attempt to retrieve the image, but completed the procedure with another similar device. There was no allegation of harm.